Manufacturer narrative:
The referenced pump exchange was returned and reported under medwatch MFR report #2916596-2018-01145. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. A correlation between the transcatheter aortic valve replacement and the device cannot be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had been symptomatic with shortness of breath for approximately 6 months and underwent a transcatheter aortic valve replacement (tavr) in (B)(6). However, this procedure did not resolve the symptoms. A ramp echocardiogram showed no change in the left ventricle with pump speed changes. The patient received a pump exchange.